Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called paramedics due to low blood glucose on unknown date with blood glucose of 40 mg/dl. Customer current blood glucose level was 137 mg/dl. The customer was treated with glucose gel. Customer declined to troubleshoot as battery was dead. It was unknown whether the customer was using the auto-mode feature. The insulin pump will be returned for analysis.